Event description:
No malfunction alleged. End user was injured during a robbery when a 6300-f walker was thrown at him causing the paddle to snap off and cut his hand. End user did not report any medical intervention. Will update if further information becomes available.